Manufacturer narrative:
Screw was discovered broken during a procedure; it is unknown when the screw broke. Device was not implanted/explanted. (B)(6). A review of the device history records was completed: manufacturing documents were reviewed and no complaint related issues were found. A manufacturing evaluation was completed: the screw was manufactured in november 2013 according to our specifications. The investigation has shown that the distal tip of the screw broke off. Visually, we can see the tip has sheared-off; the threads of screw are in good condition. This shows us that the most probable root cause is excessive force, which caused the distal tip to break-off. The measurable dimensions of the screw was checked as far as possible and found to be in compliance with the technical drawings and specifications. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standard. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery the doctor tried to use the screws but the tip of screw was cracked. This only happened with one of four screws. The doctor detected that before insertion to the patient, and so he used another new screw. This is report 1 of 1 for (B)(4).